Event description:
Patient was revised due to painful left total attune knee. The knee components are oversized. The femoral and tibial component overhang the bone. The surgeon revised the femur and tibia to smaller sizes. The patella is well fixed and retained. The femur and tibia are well fixed and difficult to remove. The femur was 2 sized too big, and the tibial tray was one size too big. Doi: (B)(6) 2017. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.